Event description:
The user reports a decline in auditory performance, noise when using the processor and an exacerbation of the dizziness which has been present since implantation but has notably worsened since (B)(6) 2024. During the follow-up appointment, changes were observed, prompting the audiologist to suggest an integrity test. This revealed displacement of the internal device housing and sensitivity to touch. Despite these issues, the user continues to use the speech processor.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is likely. Further the recipient reported dizziness since implantation surgery, which is a known undesired side effect of otologic surgery. Further the electrode housing slightly moved from its intended position. However, to determine an exact root cause a device investigation of the explanted device is necessary. Despite requested no further information has been received.

Event description:
The user reports a decline in auditory performance, noise when using the processor and an exacerbation of the dizziness which has been present since implantation but has notably worsened since (B)(6) 2024. During the follow-up appointment, changes were observed, prompting the audiologist to suggest an integrity test. This revealed displacement of the internal device housing and sensitivity to touch. Despite these issues, the user continues to use the speech processor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.